Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: safelight design, boot material, light source (white light output), use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that while using the light cord, it burned through the patient draping. It was reported that the l9000 light source was activated with stryker clear case light cord attached to a laparoscope. It was reported that it was left on top of the drape covering the patient. It was reported that within 30 seconds, a burn in the drape was noticed, camera head was picked up so scope was no longer touching drape and light source was placed on standby. It was reported that the nurses were not certain of the light source intensity setting. Procedure to be performed was a laparoscopic appendectomy.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that while using the light cord, it burned through the patient draping. It was reported that the l9000 light source was activated with stryker clear case light cord attached to a laparoscope. It was reported that it was left on top of the drape covering the patient. It was reported that within 30 seconds, a burn in the drape was noticed, camera head was picked up so scope was no longer touching drape and light source was placed on standby. It was reported that the nurses were not certain of the light source intensity setting. Procedure to be performed was a laparoscopic appendectomy.